Event description:
Reporting status: serious injury - required intervention - permanent damage. Reporting rationale: stent dislodgement; stent compressed in vessel wall. Device issue: stent dislodgement. It was reported that proximal to the perforation, the undeployed graftmaster became dislodged from the balloon; therefore, the stent was compressed into the vessel, undeployed. A small myocardial infarction (mi) occurred. No additional event or pt info is available.